Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient underwent bilateral removal and replacement with two 450cc mentor plus smooth round profile breast implants on (B)(6) 2020. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 6/23/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation, an anomaly on anterior expanding to posterior view was observed on the device consistent with a crease/fold. A tear on the posterior view measuring approximately 1.0 cm also was noted. It is possible the crease and the tear were caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation surgery with two 450cc mentor smooth round moderate plus profile saline breast implants experienced right sided rupture and left sided capsular contracture baker grade unknown post procedure. As a result, patient had explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.